Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient isolates that were misidentified. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that there were increased amounts of misidentifications, most commonly with mrsa when the expected result was s. Saprophyticus. A bd field service engineer (fse) was dispatched to the customer site. The fse went onsite to retrieve log files from the instrument but did not note if any issues were found during analysis. No parts were replaced at this time. Another fse went back to the customer site later to troubleshoot the instrument. The fse found that the drivebelt was bad. The fse replaced the drive belt and adjusted it to specifications. The fse also checked the light source boards in both tiers and found no issues. The instrument is operating as intended and was returned to the customer for normal use. This is a confirmed failure of a bd product. The root cause of the failure was unable to be determined. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was completed and revealed two prior cases with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient isolates that were misidentified. No health impact or consequence reported.